Event description:
A procedure form was received in medical records on 10/9/2013 stating that this device was reprogrammed due to noise noted on ra lead. The physician was dr. (B)(6) at (B)(6) in (B)(6) . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).